Event description:
It was reported that handpiece was fully functional throughout the case, no abnormalities of any kind were noticed. Cut the femur, cut most of the tibia and the only part left was a small shelf on the tibia, and the femur post holes. When doctor went back to bur posterior tibia, the handpiece was in the knee as normal; however, on the screen it looked as though it was much further into the screen. Checked checkpoint and they checked out just fine. Went to "cut femur" and it was still way off. Put the point probe up to the bone and it was spot on. Surgeon placed posts on the femur manually and finished case in manual mode with navio.

Manufacturer narrative:
H10: h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provide instructions troubleshooting information on the navio surgical system to provide solutions for the most common problems. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has not been established. The firmware erroneously displayed an extension value that could not be achieved. This measure is physically impossible because the tool construction has the maximum range hard-stop to hard-stop of 13.7mm. Re-homing of the handpiece would correct the error. However, without the actual device to test, the root cause of the reported event could not be determined.